Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain long standing / increasing left sided pelvic pain') in an adult female patient who had essure (batch no. B04951) inserted for sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression in 2010, anxiety in 2010, miscarriage in 2004, multigravida, parity 3, alcohol abuse, episodic drinking behavior, asthma (sister, auntie and daughter), endometriosis (mother and sister) and retroverted uterus. Previously administered products included for an unreported indication: prozac. Concurrent conditions included smoker. The patient also had a family history of asthma and endometriosis. Concomitant products included oral contraceptive nos for contraception. On (B)(6)2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), diarrhoea ("diarrhea"), nausea ("nausea"), umbilical hernia ("small periumbilical hernia"), adnexa uteri cyst ("small benign paratubal cyst"), adenomyosis ("adenomyosis") and uterine enlargement ("enlarged uterus") and was found to have uterine leiomyoma ("small intramural leiomyoma"). The patient was treated with ibuprofen (neurofen), paracetamol (panadol) and surgery (laparoscopicy hysterectomy with removal of tubes and preservation of ovaries). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain had not resolved and the dysmenorrhoea, menorrhagia, diarrhoea, nausea, umbilical hernia, adnexa uteri cyst, uterine leiomyoma, adenomyosis and uterine enlargement outcome was unknown. The reporter provided no causality assessment for adenomyosis, adnexa uteri cyst, diarrhoea, nausea, umbilical hernia, uterine enlargement and uterine leiomyoma with essure. The reporter considered dysmenorrhoea, menorrhagia and pelvic pain to be related to essure. The reporter commented: the patient struggled with pelvic pain, dysmenorrhea and menorrhagia for 5 years. There was no evidence of malignancy on the post-operative notes. The patient recovered well from surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.3 kg/sqm. Ultrasound abdomen - on an unknown date: supraumbilical midline hernia with omental fat as it contents. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-oct-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain long standing / increasing left sided pelvic pain') in an adult female patient who had essure (batch no. B04951) inserted for sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression in 2010, anxiety in 2010, miscarriage in 2004, multigravida, parity 3, alcohol abuse, episodic drinking behavior, asthma (sister, auntie and daughter), endometriosis (mother and sister) and retroverted uterus. Previously administered products included for an unreported indication: prozac. Concurrent conditions included smoker. The patient also had a family history of asthma and endometriosis. Concomitant products included oral contraceptive nos for contraception. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), diarrhoea ("diarrhea "), nausea ("nausea "), umbilical hernia ("small periumbilical hernia"), adnexa uteri cyst ("small benign paratubal cyst"), adenomyosis ("adenomyosis") and uterine enlargement ("enlarged uterus") and was found to have uterine leiomyoma ("small intramural leiomyoma"). The patient was treated with ibuprofen (neurofen), paracetamol (panadol) and surgery (laparoscopic hysterectomy with removal of tubes and preservation of ovaries). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, diarrhoea, nausea, adnexa uteri cyst, uterine leiomyoma and uterine enlargement outcome was unknown. The reporter provided no causality assessment for adenomyosis, adnexa uteri cyst, diarrhoea, nausea, umbilical hernia, uterine enlargement and uterine leiomyoma with essure. The reporter considered dysmenorrhoea, menorrhagia and pelvic pain to be related to essure. The reporter commented: the patient struggled with pelvic pain, dysmenorrhea and menorrhagia for 5 years. There was no evidence of malignancy on the post-operative notes. The patient recovered well from surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.3 kg/sqm. Ultrasound abdomen - on an unknown date: supraumbilical midline hernia with omental fat as it contents. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-sep-2020: medical records received. Information added: medical history, lab tests, essure lot number, concomitant and treatment medication, new events (diarrhea, nausea, small periumbilical hernia, small benign paratubal cyst, small intramural leiomyoma, adenomyosis, enlarged uterus). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea") and menorrhagia ("menorrhagia"). The patient was treated with surgery (laparoscopicy hysterectomy with removal of tubes and preservation of ovaries). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea and menorrhagia outcome was unknown. The reporter considered dysmenorrhoea, menorrhagia and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 9-jun-2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain long standing / increasing left sided pelvic pain / stabbing pain in left side/pain"), salpingitis ("tubes were inflammed") and fallopian tube perforation ("one device was bent up a little and would have eventually protruded through the tube") in an adult female patient who had essure inserted (lot no. B04951) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of anxiety and depression in 2010, miscarriage in 2004 and leiomyoma, paratubal cyst, endometriosis, depression, anxiety, asthma, vertigo, spondylosis, scoliosis, paratubal cyst, polycystic ovarian syndrome, phlebolith, retroverted uterus, endometriosis (mother and sister), asthma (sister, auntie and daughter), alcohol abuse, episodic drinking behavior, parity 3 (last baby in (B)(6) of 2013.) And multigravida. Previously administered products included: prozac. The patient had a family history of asthma and endometriosis. As concurrent condition the report mentioned smoker. The only concomitant product mentioned was oral contraceptive nos for contraception. On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2018. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), salpingitis (seriousness criteria medically important and intervention required), fallopian tube perforation (seriousness criteria medically important and intervention required), dysmenorrhoea ("dysmenorrhea"), heavy menstrual bleeding ("menorrhagia"), diarrhoea ("diarrhea"), nausea ("nausea"), umbilical hernia ("small periumbilical hernia"), adnexa uteri cyst ("small benign paratubal cyst"), adenomyosis ("adenomyosis"), uterine enlargement ("enlarged uterus / was my uterus a ridiculous size"), impaired healing ("the incision next to and in the belly bottom took the longest to heal"), mood altered ("bad mood / still very emotional"), skin disorder ("bad skin"), hair disorder ("bad hair"), fallopian tube enlargement ("tubes were swollen"), dermatitis contact ("struggled with contact dermatitis"), pain ("extreme pain / chronic pain"), device physical property issue ("one device was bent up a little and would have eventually protruded through the tube") and post procedural haemorrhage ("spotting for 7 weeks (after essure removal)") and was found to have uterine leiomyoma ("small intramural leiomyoma"). The patient was treated with panadol (paracetamol), neurofen (ibuprofen) and prozac (fluoxetine hydrochloride) as well as surgery (total laparoscopicy hysterectomy). At the time of the report, the pelvic pain had resolved. The outcomes for salpingitis, fallopian tube perforation, dysmenorrhoea, heavy menstrual bleeding, diarrhoea, nausea, umbilical hernia, adnexa uteri cyst, uterine leiomyoma, adenomyosis, uterine enlargement, impaired healing, mood altered, skin disorder, hair disorder, fallopian tube enlargement, dermatitis contact, pain, device physical property issue and post procedural haemorrhage were unknown. The reporter considered dermatitis contact, device physical property issue, dysmenorrhoea, fallopian tube enlargement, fallopian tube perforation, hair disorder, heavy menstrual bleeding, pelvic pain, salpingitis and skin disorder to be related to essure administration. No causality assessment was received for essure with regard to diarrhoea, nausea, umbilical hernia, adnexa uteri cyst, uterine leiomyoma, adenomyosis, uterine enlargement, impaired healing, mood altered, pain or post procedural haemorrhage. The reporter commented: the patient struggled with pelvic pain, dysmenorrhea and menorrhagia for 5 years.there was no evidence of malignancy on the post-operative notes. The patient recovered well from surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 19.3 kg/sqm. [Computerised tomogram] on (B)(6) 2018: CT cervical & thoracic spine: scoliosis in the thoracic spine, convex to the right and most pronounced at t6. No spondylolisthesis. Spinal canal appears adequiite]y capaciolls throughout. Craniocervical junction. Paravertebral soft tissues normal. Imaged lungs and ribs are normal. No discernible neural foraminal narrowing. [Ultrasound abdomen] (date unknown): supraumbilical midline hernia with omental fat as it contents. [Ultrasound pelvis] on (B)(6) 2016: coils identifiable within the right and left adnexal regions; on (B)(6) 2017: bilateral essure coils have been demonstrated extending from the uterine fundus into the tubal regions lot number: b04951, manufacture date: 2013-16, and expiration date: 2016-02. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 24-dec-2021: quality safety evaluation of ptc. 30-jan-2022: no new information were added. 19-oct-2022: medical records received. Reporter information, patient medical history added. 12-dec-2022: medical records received. Reporter information, patient medical history added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain long standing / increasing left sided pelvic pain / stabbing pain in left side/pain'), salpingitis ('tubes were inflammed') and fallopian tube perforation ('one device was bent up a little and would have eventually protruded through the tube') in an adult female patient who had essure (batch no. B04951) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "one device was bent up a little and would have eventually protruded through the tube". The patient's medical history included depression in 2010, anxiety in 2010, miscarriage in 2004, multigravida, parity 3 (last baby in (B)(6) 2013.), alcohol abuse, episodic drinking behavior, asthma (sister, auntie and daughter), endometriosis (mother and sister), retroverted uterus, phlebolith, polycystic ovarian syndrome, paratubal cyst, scoliosis, spondylosis and vertigo. Previously administered products included for an unreported indication: prozac. Concurrent conditions included smoker. The patient also had a family history of asthma and endometriosis. Concomitant products included oral contraceptive nos for contraception. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), heavy menstrual bleeding ("menorrhagia"), diarrhoea ("diarrhea"), nausea ("nausea"), umbilical hernia ("small periumbilical hernia"), adnexa uteri cyst ("small benign paratubal cyst"), adenomyosis ("adenomyosis"), uterine enlargement ("enlarged uterus / was my uterus a ridiculous size"), impaired healing ("the incision next to and in the belly bottom took the longest to heal"), mood altered ("bad mood / still very emotional"), skin disorder ("bad skin"), hair disorder ("bad hair"), fallopian tube enlargement ("tubes were swollen"), dermatitis contact ("struggled with contact dermatitis"), pain ("extreme pain / chronic pain") and post procedural haemorrhage ("spotting for 7 weeks (after essure removal)") and was found to have uterine leiomyoma ("small intramural leiomyoma"). The patient was treated with fluoxetine hydrochloride (prozac), ibuprofen (neurofen), paracetamol (panadol) and surgery (total laparoscopicy hysterectomy). Essure was removed on 25-jun-2018. At the time of the report, the pelvic pain had resolved and the salpingitis, fallopian tube perforation, dysmenorrhoea, heavy menstrual bleeding, diarrhoea, nausea, umbilical hernia, adnexa uteri cyst, uterine leiomyoma, adenomyosis, uterine enlargement, impaired healing, mood altered, skin disorder, hair disorder, fallopian tube enlargement, dermatitis contact, pain and post procedural haemorrhage outcome was unknown. The reporter provided no causality assessment for adenomyosis, adnexa uteri cyst, diarrhoea, impaired healing, mood altered, nausea, pain, post procedural haemorrhage, umbilical hernia, uterine enlargement and uterine leiomyoma with essure. The reporter considered dermatitis contact, dysmenorrhoea, fallopian tube enlargement, fallopian tube perforation, hair disorder, heavy menstrual bleeding, pelvic pain, salpingitis and skin disorder to be related to essure. The reporter commented: the patient struggled with pelvic pain, dysmenorrhea and menorrhagia for 5 years. There was no evidence of malignancy on the post-operative notes. The patient recovered well from surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.3 kg/sqm. Computerised tomogram - on (B)(6) 2018: CT cervical & thoracic spine: scoliosis in the thoracic spine, convex to the right and most pronounced at t6. No spondylolisthesis. Spinal canal appears adequiite]y capaciolls throughout. Craniocervical junction. Paravertebral soft tissues normal. Imaged lungs and ribs are normal. No discernible neural foraminal narrowing.. Ultrasound abdomen - on an unknown date: supraumbilical midline hernia with omental fat as it contents.. Ultrasound pelvis : on (B)(6) 2016: coils identifiable within the right and left adnexal regions; on (B)(6) 2017: bilateral essure coils have been demonstrated extending from the uterine fundus into the tubal regions. Lot number:b04951, manufacture date: 2013-16, expiration date: 2016-02. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 24-dec-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain(moderate,medium)"), salpingitis ("tubes were inflammed") and fallopian tube perforation ("one device was bent up a little and would have eventually protruded through the tube") in an adult female patient who had essure inserted (lot no. B04951) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device shape alteration ("one device was bent up a little and would have eventually protruded through the tube") and device failure ("failure defect"). The patient had a medical history of anxiety and depression in 2010, miscarriage in 2004 and leiomyoma, paratubal cyst, endometriosis, depression, anxiety, asthma, vertigo, spondylosis, scoliosis, paratubal cyst, polycystic ovarian syndrome, phlebolith, retroverted uterus, endometriosis (mother and sister), asthma (sister, auntie and daughter), alcohol abuse, episodic drinking behavior, parity 3 (last baby in (B)(6) of 2013.) And multigravida. The patient had a family history of asthma and endometriosis. As concurrent condition the report mentioned smoker. The only concomitant product mentioned was oral contraceptive nos for contraception. On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2018. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), salpingitis (seriousness criteria medically important and intervention required), fallopian tube perforation (seriousness criteria medically important and intervention required), dysmenorrhoea ("dysmenorrhea"), heavy menstrual bleeding ("menorrhagia"), diarrhoea ("diarrhea"), nausea ("nausea"), umbilical hernia ("small periumbilical hernia"), adnexa uteri cyst ("small benign paratubal cyst"), adenomyosis ("adenomyosis"), uterine enlargement ("enlarged uterus / was my uterus a ridiculous size"), impaired healing ("the incision next to and in the belly bottom took the longest to heal"), mood altered ("bad mood / still very emotional"), skin disorder ("bad skin"), hair disorder ("bad hair"), fallopian tube enlargement ("tubes were swollen"), dermatitis contact ("struggled with contact dermatitis"), pain ("extreme pain / chronic pain"), post procedural haemorrhage ("spotting for 7 weeks (after essure removal)"), abnormal uterine bleeding ("abnormal uterine bleeding(moderate,medium)") and female sexual dysfunction ("sextual dysfunction") and was found to have uterine leiomyoma ("small intramural leiomyoma"). The patient was treated with panadol (paracetamol), neurofen (ibuprofen) and prozac (fluoxetine hydrochloride) as well as surgery (total laparoscopicy hysterectomy). At the time of the report, the pelvic pain had resolved. The outcomes for salpingitis, fallopian tube perforation, dysmenorrhoea, heavy menstrual bleeding, diarrhoea, nausea, umbilical hernia, adnexa uteri cyst, uterine leiomyoma, adenomyosis, uterine enlargement, impaired healing, mood altered, skin disorder, hair disorder, fallopian tube enlargement, dermatitis contact, pain and post procedural haemorrhage were unknown. The reporter considered abnormal uterine bleeding, dermatitis contact, dysmenorrhoea, fallopian tube enlargement, fallopian tube perforation, female sexual dysfunction, hair disorder, heavy menstrual bleeding, pelvic pain, salpingitis and skin disorder to be related to essure administration. No causality assessment was received for essure with regard to diarrhoea, nausea, umbilical hernia, adnexa uteri cyst, uterine leiomyoma, adenomyosis, uterine enlargement, impaired healing, mood altered, pain or post procedural haemorrhage. The reporter commented: impact on lifestyle. Reporter reported that intention to remove impact on lifestyle. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 19.3 kg/sqm. [Computerised tomogram] on (B)(6) 2018: CT cervical & thoracic spine: scoliosis in the thoracic spine, convex to the right and most pronounced at t6. No spondylolisthesis. Spinal canal appears adequiite]y capaciolls throughout. Craniocervical junction. Paravertebral soft tissues normal. Imaged lungs and ribs are normal. No discernible neural foraminal narrowing. [Ultrasound abdomen] (date unknown): supraumbilical midline hernia with omental fat as it contents. [Ultrasound pelvis] on (B)(6) 2016: coils identifiable within the right and left adnexal regions; on (B)(6) 2017: bilateral essure coils have been demonstrated extending from the uterine fundus into the tubal regions lot number: b04951, manufacture date: 2013-16 and expiration date: 2016-02. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 27-jan-2023: event abnormal uterine bleeding, sexual dysfunction & device failure added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain(moderate,medium)"), salpingitis ("tubes were inflammed") and fallopian tube perforation ("one device was bent up a little and would have eventually protruded through the tube") in an adult female patient who had essure inserted (lot no. B04951) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device shape alteration ("one device was bent up a little and would have eventually protruded through the tube") and device failure, defect ("failure defect"). The patient had a medical history of anxiety and depression in 2010, miscarriage in 2004 and leiomyoma, paratubal cyst, endometriosis, depression, anxiety, asthma, vertigo, spondylosis, scoliosis, paratubal cyst, polycystic ovarian syndrome, phlebolith, retroverted uterus, endometriosis (mother and sister), asthma (sister, auntie and daughter), alcohol abuse, episodic drinking behavior, parity 3 (last baby in (B)(6) 2013.) And multigravida. The patient had a family history of asthma and endometriosis. As concurrent condition the report mentioned smoker. The only concomitant product mentioned was oral contraceptive nos for contraception. On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2018. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), salpingitis (seriousness criteria medically important and intervention required), fallopian tube perforation (seriousness criteria medically important and intervention required), dysmenorrhoea ("dysmenorrhea"), heavy menstrual bleeding ("menorrhagia"), diarrhoea ("diarrhea"), nausea ("nausea"), umbilical hernia ("small periumbilical hernia"), adnexa uteri cyst ("small benign paratubal cyst"), adenomyosis ("adenomyosis"), uterine enlargement ("enlarged uterus / was my uterus a ridiculous size"), impaired healing ("the incision next to and in the belly bottom took the longest to heal"), mood altered ("bad mood / still very emotional"), skin disorder ("bad skin"), hair disorder ("bad hair"), fallopian tube enlargement ("tubes were swollen"), dermatitis contact ("struggled with contact dermatitis"), pain ("extreme pain / chronic pain"), post procedural haemorrhage ("spotting for 7 weeks (after essure removal)"), abnormal uterine bleeding ("abnormal uterine bleeding(moderate,medium)"), female sexual dysfunction ("sextual dysfunction") and psychiatric symptom ("psychiatric symptoms") and was found to have uterine leiomyoma ("small intramural leiomyoma"). The patient was treated with panadol (paracetamol), neurofen (ibuprofen) and prozac (fluoxetine hydrochloride) as well as surgery (total laparoscopicy hysterectomy). At the time of the report, the pelvic pain had resolved. The outcomes for salpingitis, fallopian tube perforation, dysmenorrhoea, heavy menstrual bleeding, diarrhoea, nausea, umbilical hernia, adnexa uteri cyst, uterine leiomyoma, adenomyosis, uterine enlargement, impaired healing, mood altered, skin disorder, hair disorder, fallopian tube enlargement, dermatitis contact, pain, post procedural haemorrhage and psychiatric symptom were unknown. The reporter considered abnormal uterine bleeding, dermatitis contact, dysmenorrhoea, fallopian tube enlargement, fallopian tube perforation, female sexual dysfunction, hair disorder, heavy menstrual bleeding, pelvic pain, psychiatric symptom, salpingitis and skin disorder to be related to essure administration. No causality assessment was received for essure with regard to diarrhoea, nausea, umbilical hernia, adnexa uteri cyst, uterine leiomyoma, adenomyosis, uterine enlargement, impaired healing, mood altered, pain or post procedural haemorrhage. The reporter commented: impact on lifestyle. Reporter reported that intention to remove impact on lifestyle. Despite this, the essure device has had an enduring adverse impact on her. She still feels down about the loss of her uterus and has struggled to come to terms with this loss. Had she known that she could suffer severe pain and abnormal bleeding and other symptoms she experienced, and that she may need a hysterectomy, she would not have used the essure device and would have opted for- tubal ligation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 19.3 kg/sqm. [Computerised tomogram] on (B)(6) 2018: CT cervical & thoracic spine: scoliosis in the thoracic spine, convex to the right and most pronounced at t6. No spondylolisthesis. Spinal canal appears adequiite]y capaciolls throughout. Craniocervical junction. Paravertebral soft tissues normal. Imaged lungs and ribs are normal. No discernible neural foraminal narrowing. [Ultrasound abdomen] (date unknown): supraumbilical midline hernia with omental fat as it contents. [Ultrasound pelvis] on (B)(6) 2016: coils identifiable within the right and left adnexal regions; on (B)(6) 2017: bilateral essure coils have been demonstrated extending from the uterine fundus into the tubal regions lot number:b04951. Manufacture date: 2013-16. Expiration date: 2016-02. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 21-mar-2023: plaintiff fact sheet received. Event psychiatric symptoms added. Reporter causality comment updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain (moderate, medium)/ extreme pain / chronic pain"), salpingitis ("tubes were inflamed") and fallopian tube perforation ("one device was bent up a little and would have eventually protruded through the tube") in an adult female patient who had essure inserted (lot no. B04951) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device shape alteration ("one device was bent up a little and would have eventually protruded through the tube") and device failure, defect ("failure defect"). The patient had a medical history of anxiety and depression in 2010, miscarriage in 2004 and leiomyoma, paratubal cyst, endometriosis, depression, anxiety, asthma, vertigo, spondylosis, scoliosis, paratubal cyst, polycystic ovarian syndrome, phlebolith, retroverted uterus, alcohol abuse, episodic drinking behavior, parity 3 (last baby in (B)(6) of 2013) and multigravida. The patient had a family history of asthma (sister, auntie and daughter) and endometriosis (mother and sister). As concurrent condition the report mentioned smoker. The only concomitant product mentioned was oral contraceptive nos for contraception. On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2018. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), salpingitis (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion intervention required), dysmenorrhoea ("dysmenorrhea"), heavy menstrual bleeding ("menorrhagia"), abnormal uterine bleeding ("abnormal uterine bleeding(moderate,medium)"), genital haemorrhage ("bleeding"), menstrual disorder ("menstrual changes "), vaginal discharge ("discharge"), uterine enlargement ("enlarged uterus / was my uterus a ridiculous size"), fallopian tube enlargement ("tubes were swollen"), adnexa uteri cyst ("small benign paratubal cyst"), diarrhoea ("diarrhea"), nausea ("nausea"), umbilical hernia ("small periumbilical hernia"), adenomyosis ("adenomyosis"), impaired healing ("the incision next to and in the belly bottom took the longest to heal"), mood altered ("bad mood / still very emotional"), skin disorder ("bad skin"), hair disorder ("bad hair"), dermatitis contact ("struggled with contact dermatitis"), post procedural haemorrhage ("spotting for 7 weeks (after essure removal)"), female sexual dysfunction ("sextual dysfunction"), psychiatric symptom ("psychiatric symptoms"), musculoskeletal pain ("joint & muscle pain"), fatigue ("fatigue"), tenderness ("tenderness") and abdominal pain ("abdominal pain") and was found to have uterine leiomyoma ("small intramural leiomyoma"). The patient was treated with panadol (paracetamol), neurofen (ibuprofen) and prozac (fluoxetine hydrochloride) as well as surgery (total laparoscopic hysterectomy). At the time of the report, the pelvic pain, heavy menstrual bleeding and genital haemorrhage had resolved. The outcomes for salpingitis, fallopian tube perforation, dysmenorrhoea, uterine leiomyoma, uterine enlargement, fallopian tube enlargement, adnexa uteri cyst, diarrhoea, nausea, umbilical hernia, adenomyosis, impaired healing, mood altered, skin disorder, hair disorder, dermatitis contact, post procedural haemorrhage, psychiatric symptom and abdominal pain were unknown. The reporter considered abdominal pain, abnormal uterine bleeding, dermatitis contact, dysmenorrhoea, fallopian tube enlargement, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, hair disorder, heavy menstrual bleeding, menstrual disorder, musculoskeletal pain, pelvic pain, psychiatric symptom, salpingitis, skin disorder, tenderness and vaginal discharge to be related to essure administration. No causality assessment was received for essure with regard to diarrhoea, nausea, umbilical hernia, adnexa uteri cyst, uterine leiomyoma, adenomyosis, uterine enlargement, impaired healing, mood altered or post procedural haemorrhage. The reporter commented: impact on lifestyle. Despite this, the essure device has had an enduring adverse impact on her. She still feels down about the loss of her uterus and has struggled to come to terms with this loss. Had she known that she could suffer severe pain and abnormal bleeding and other symptoms she experienced, and that she may need a hysterectomy, she would not have used the essure device and would have opted for tubal ligation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 19.3 kg/sqm. [Computerised tomogram] on (B)(6) 2018: CT cervical-thoracic spine: scoliosis in the thoracic spine, convex to the right and most pronounced at t6. No spondylolisthesis. Spinal canal appears adequately capacious throughout. Craniocervical junction. Paravertebral soft tissues normal. Imaged lungs and ribs are normal. No discernible neural foraminal narrowing [ultrasound abdomen] (date unknown): supraumbilical midline hernia with omental fat as it contents [ultrasound pelvis] on (B)(6) 2016: coils identifiable within the right and left adnexal regions; on (B)(6) 2017: bilateral essure coils have been demonstrated extending from the uterine fundus into the tubal regions lot number: b04951, manufacture date: 2013-16, and expiration date: 2016-02. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 26-apr-2023: event abdominal pain was added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain long standing / increasing left sided pelvic pain / stabbing pain in left side/pain'), salpingitis ('tubes were inflammed') and fallopian tube perforation ('one device was bent up a little and would have eventually protruded through the tube') in an adult female patient who had essure (batch no. B04951) inserted for sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "one device was bent up a little and would have eventually protruded through the tube". The patient's medical history included depression in 2010, anxiety in 2010, miscarriage in 2004, multigravida, parity 3 (last baby in (B)(6) 2013.), alcohol abuse, episodic drinking behavior, asthma (sister, auntie and daughter), endometriosis (mother and sister) and retroverted uterus. Previously administered products included for an unreported indication: prozac. Concurrent conditions included smoker. The patient also had a family history of asthma and endometriosis. Concomitant products included oral contraceptive nos for contraception. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), salpingitis (seriousness criterion medically significant), fallopian tube perforation (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea"), heavy menstrual bleeding ("menorrhagia"), diarrhoea ("diarrhea"), nausea ("nausea"), umbilical hernia ("small periumbilical hernia"), adnexa uteri cyst ("small benign paratubal cyst"), adenomyosis ("adenomyosis"), uterine enlargement ("enlarged uterus / was my uterus a ridiculous size"), impaired healing ("the incision next to and in the belly bottom took the longest to heal"), mood altered ("bad mood / still very emotional"), skin disorder ("bad skin"), hair disorder ("bad hair"), fallopian tube enlargement ("tubes were swollen"), dermatitis contact ("struggled with contact dermatitis"), pain ("extreme pain / chronic pain") and post procedural haemorrhage ("spotting for 7 weeks (after essure removal)") and was found to have uterine leiomyoma ("small intramural leiomyoma"). The patient was treated with ibuprofen (neurofen), paracetamol (panadol) and surgery (total laparoscopicy hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain had resolved and the salpingitis, fallopian tube perforation, dysmenorrhoea, heavy menstrual bleeding, diarrhoea, nausea, umbilical hernia, adnexa uteri cyst, uterine leiomyoma, adenomyosis, uterine enlargement, impaired healing, mood altered, skin disorder, hair disorder, fallopian tube enlargement, dermatitis contact, pain and post procedural haemorrhage outcome was unknown. The reporter provided no causality assessment for adenomyosis, adnexa uteri cyst, diarrhoea, impaired healing, mood altered, nausea, pain, post procedural haemorrhage, umbilical hernia, uterine enlargement and uterine leiomyoma with essure. The reporter considered dermatitis contact, dysmenorrhoea, fallopian tube enlargement, fallopian tube perforation, hair disorder, heavy menstrual bleeding, pelvic pain, salpingitis and skin disorder to be related to essure. The reporter commented: the patient struggled with pelvic pain, dysmenorrhea and menorrhagia for 5 years. There was no evidence of malignancy on the post-operative notes. The patient recovered well from surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.3 kg/sqm. Computerised tomogram - on (B)(6) 2018: CT cervical & thoracic spine: scoliosis in the thoracic spine, convex to the right and most pronounced at t6. No spondylolisthesis. Spinal canal appears adequiite]y capaciolls throughout. Craniocervical junction. Paravertebral soft tissues normal. Imaged lungs and ribs are normal. No discernible neural foraminal narrowing.. Ultrasound abdomen - on an unknown date: supraumbilical midline hernia with omental fat as it contents.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-oct-2021: reporter information added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain (moderate, medium)/ extreme pain / chronic pain"), salpingitis ("tubes were inflamed") and fallopian tube perforation ("one device was bent up a little and would have eventually protruded through the tube") in an adult female patient who had essure inserted (lot no. B04951) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device shape alteration ("one device was bent up a little and would have eventually protruded through the tube") and device failure, defect ("failure defect"). The patient had a medical history of anxiety and depression in 2010, miscarriage in 2004 and leiomyoma, paratubal cyst, endometriosis, depression, anxiety, asthma, vertigo, spondylosis, scoliosis, paratubal cyst, polycystic ovarian syndrome, phlebolith, retroverted uterus, alcohol abuse, episodic drinking behavior, parity 3 (last baby in (B)(6) of 2013) and multigravida. The patient had a family history of asthma (sister, auntie and daughter) and endometriosis (mother and sister). As concurrent condition the report mentioned smoker. The only concomitant product mentioned was oral contraceptive nos for contraception. On (B)(6) 2013, the patient had essure inserted. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), salpingitis (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion intervention required), dysmenorrhoea ("dysmenorrhea"), heavy menstrual bleeding ("menorrhagia"), abnormal uterine bleeding ("abnormal uterine bleeding(moderate,medium)"), genital haemorrhage ("bleeding"), menstrual disorder ("menstrual changes "), vaginal discharge ("discharge"), uterine enlargement ("enlarged uterus / was my uterus a ridiculous size"), fallopian tube enlargement ("tubes were swollen"), adnexa uteri cyst ("small benign paratubal cyst"), diarrhoea ("diarrhea"), nausea ("nausea"), umbilical hernia ("small periumbilical hernia"), adenomyosis ("adenomyosis"), impaired healing ("the incision next to and in the belly bottom took the longest to heal"), mood altered ("bad mood / still very emotional"), skin disorder ("bad skin"), hair disorder ("bad hair"), dermatitis contact ("struggled with contact dermatitis"), post procedural haemorrhage ("spotting for 7 weeks (after essure removal)"), female sexual dysfunction ("sextual dysfunction"), psychiatric symptom ("psychiatric symptoms"), musculoskeletal pain ("joint & muscle pain"), fatigue ("fatigue") and tenderness ("tenderness") and was found to have uterine leiomyoma ("small intramural leiomyoma"). The patient was treated with panadol (paracetamol), neurofen (ibuprofen) and prozac (fluoxetine hydrochloride) as well as surgery (total laparoscopic hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, heavy menstrual bleeding and genital haemorrhage had resolved. The outcomes for salpingitis, fallopian tube perforation, dysmenorrhoea, uterine leiomyoma, uterine enlargement, fallopian tube enlargement, adnexa uteri cyst, diarrhoea, nausea, umbilical hernia, adenomyosis, impaired healing, mood altered, skin disorder, hair disorder, dermatitis contact, post procedural haemorrhage and psychiatric symptom were unknown. The reporter considered abnormal uterine bleeding, dermatitis contact, dysmenorrhoea, fallopian tube enlargement, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, hair disorder, heavy menstrual bleeding, menstrual disorder, musculoskeletal pain, pelvic pain, psychiatric symptom, salpingitis, skin disorder, tenderness and vaginal discharge to be related to essure administration. No causality assessment was received for essure with regard to diarrhoea, nausea, umbilical hernia, adnexa uteri cyst, uterine leiomyoma, adenomyosis, uterine enlargement, impaired healing, mood altered or post procedural haemorrhage. The reporter commented: impact on lifestyle. Despite this, the essure device has had an enduring adverse impact on her. She still feels down about the loss of her uterus and has struggled to come to terms with this loss. Had she known that she could suffer severe pain and abnormal bleeding and other symptoms she experienced, and that she may need a hysterectomy, she would not have used the essure device and would have opted for tubal ligation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 19.3 kg/sqm. [Computerised tomogram] on (B)(6) 2018: CT cervical-thoracic spine: scoliosis in the thoracic spine, convex to the right and most pronounced at t6. No spondylolisthesis. Spinal canal appears adequately capacious throughout. Craniocervical junction. Paravertebral soft tissues normal. Imaged lungs and ribs are normal. No discernible neural foraminal narrowing [ultrasound abdomen] (date unknown): supraumbilical midline hernia with omental fat as it contents [ultrasound pelvis] on (B)(6) 2016: coils identifiable within the right and left adnexal regions; on (B)(6) 2017: bilateral essure coils have been demonstrated extending from the uterine fundus into the tubal regions. Lot number: b04951, manufacture date: 2013-16 & expiration date: 2016-02. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 12-apr-2023: event genital bleeding, event joint & muscle pain, fatigue added. Event outcome updated for heavy menses. Reporter lawyer added. Upon internal review, event pain/ chronic pain was merged with event pelvic pain. 12-apr-2023: no new information added. 12-apr-2023: no new information added. 13-apr-2023: no new information added. 13-apr-2023: no new information added. 13-apr-2023: event tenderness menstrual changes & vaginal discharge were added. 13-apr-2023: no new information added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain long standing / increasing left sided pelvic pain / stabbing pain in left side'), salpingitis ('tubes were inflammed') and fallopian tube perforation ('one device was bent up a little and would have eventually protruded through the tube') in an adult female patient who had essure (batch no. B04951) inserted for sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "one device was bent up a little and would have eventually protruded through the tube". The patient's medical history included depression in 2010, anxiety in 2010, miscarriage in 2004, multigravida, parity 3 (last baby in (B)(6) 2013.), alcohol abuse, episodic drinking behavior, asthma (sister, auntie and daughter), endometriosis (mother and sister) and retroverted uterus. Previously administered products included for an unreported indication: prozac. Concurrent conditions included smoker. The patient also had a family history of asthma and endometriosis. Concomitant products included oral contraceptive nos for contraception. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), salpingitis (seriousness criterion medically significant), fallopian tube perforation (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), diarrhoea ("diarrhea"), nausea ("nausea"), umbilical hernia ("small periumbilical hernia"), adnexa uteri cyst ("small benign paratubal cyst"), adenomyosis ("adenomyosis"), uterine enlargement ("enlarged uterus / was my uterus a ridiculous size"), impaired healing ("the incision next to and in the belly bottom took the longest to heal"), mood altered ("bad mood / still very emotional"), skin disorder ("bad skin"), hair disorder ("bad hair"), fallopian tube enlargement ("tubes were swollen"), dermatitis contact ("struggled with contact dermatitis"), pain ("extreme pain / chronic pain") and post procedural haemorrhage ("spotting for 7 weeks (after essure removal)") and was found to have uterine leiomyoma ("small intramural leiomyoma"). The patient was treated with ibuprofen (neurofen), paracetamol (panadol) and surgery (total laparoscopicy hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain had resolved and the salpingitis, fallopian tube perforation, dysmenorrhoea, menorrhagia, diarrhoea, nausea, umbilical hernia, adnexa uteri cyst, uterine leiomyoma, adenomyosis, uterine enlargement, impaired healing, mood altered, skin disorder, hair disorder, fallopian tube enlargement, dermatitis contact, pain and post procedural haemorrhage outcome was unknown. The reporter provided no causality assessment for adenomyosis, adnexa uteri cyst, diarrhoea, impaired healing, mood altered, nausea, pain, post procedural haemorrhage, umbilical hernia, uterine enlargement and uterine leiomyoma with essure. The reporter considered dermatitis contact, dysmenorrhoea, fallopian tube enlargement, fallopian tube perforation, hair disorder, menorrhagia, pelvic pain, salpingitis and skin disorder to be related to essure. The reporter commented: the patient struggled with pelvic pain, dysmenorrhea and menorrhagia for 5 years. There was no evidence of malignancy on the post-operative notes. The patient recovered well from surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.3 kg/sqm. Computerised tomogram - on (B)(6) 2018: CT cervical & thoracic spine: scoliosis in the thoracic spine, convex to the right and most pronounced at t6. No spondylolisthesis. Spinal canal appears adequiite]y capaciolls throughout. Craniocervical junction. Paravertebral soft tissues normal. Imaged lungs and ribs are normal. No discernible neural foraminal narrowing.. Ultrasound abdomen - on an unknown date: supraumbilical midline hernia with omental fat as it contents.. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 20-dec-2020: new informations were provided: laboratory exams and new adverse events: the incision next to and in the belly bottom took the longest to heal, bad mood, extreme pain, bad skin, bad hair, fallopian tubes swollen, fallopian tubes inflamed, contact dermatitis, one device was bent up a little and would have eventually protruded through the tube, spotting for 7 weeks (after essure removal). The outcome of adverse event pelvic pain female aggravated was updated to recovered/resolved. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea") and menorrhagia ("menorrhagia"). The patient was treated with surgery (laparoscopicy hysterectomy with removal of tubes and preservation of ovaries). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea and menorrhagia outcome was unknown. The reporter considered dysmenorrhoea, menorrhagia and pelvic pain to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.